Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the ambient temperature with four (4) "werewolf flow 90° coblation wands" jumped as soon as tissue was being ablated in the sub-acromial space. The temperature rose to over 45 degrees within the first 15 seconds of use on "hi" setting. The same incident occurred with three other patients. The procedure was successfully completed without significant delay by increasing the pump's pressure and flushing the joint with saline to introduce "ambient temperature"; different settings were also tried on ablation, but in the end, it was returned back to the traditional set-up. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the ambient temperature on the "werewolf flow 90° coblation wand" jumped as soon as tissue was being ablated. The temperature rose to over 45 degrees within first 15 seconds of use on "hi". The procedure was successfully completed without significant delay using a change in the surgical technique. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.